Event description:
Customer reported blood glucose results of 68 mg/dl, 477 mg/dl, 571 mg/cl, and hi, which on the aviva system indicates a result in excess of 600 mg/dl, within 10 minutes on the advantage system. Customer reported no adverse event. A request was made for the return of the system, replacement was sent.